Event description:
It was reported that stent damage occurred. The target lesion was located in the internal carotid artery. A 8.0-29 carotid monorail wallstent was selected for used. However, during unpacking the stent was found curved. The procedure was completed with another of same device. There were no patient complications nor injuries reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR.: the device was received with the stent fully constrained in the correct position on the delivery system. Although the stent had not been deployed it was found to be kinked at more than one location. The investigator successfully deployed the stent without issue and the deployed stent was confirmed to be damaged. This type of damage is consistent with excessive force being applied to the device. A visual and tactile inspection of the device post deployment of the stent found the inner shaft to be kinked at the same location as the stent when it was in position on the delivery system. This type of damage is consistent with excessive force being applied to the device. No issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. The target lesion was located in the internal carotid artery. A 8.0-29 carotid monorail wallstent was selected for used. However, during unpacking the stent was found curved. The procedure was completed with another of same device. There were no patient complications nor injuries reported and the patient's status was stable.